Event description:
It was reported that during a procedure, the head of the probe unit broke off in the joint of the patient. The broken piece was immediately retrieved and no adverse consequences were reported.

Event description:
It was reported that during a procedure, the head of the probe unit broke off in the joint of the patient. The broken piece was immediately retrieved and no adverse consequences were reported.

Manufacturer narrative:
The product was not returned for investigation. The reported failure could not be confirmed. The device history record of the reported lot number was reviewed. There were no manufacturing related discrepancies observed that could contribute or is related to this condition. Non-conformance report historical data was also reviewed for any event associated to subject lot and part number. The query disclosed no investigation generated for issues that could be related to the reported failure mode of subject part number. The probable root causes for the reported condition can be associated, but not limited to: non conforming component, poor assembly process, and/or misuse in sum, the product was not returned and the reported failure could not be confirmed. This failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, the head of the probe unit broke off in the joint of the patient. The broken piece was immediately retrieved and no adverse consequences were reported.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed on the returned unit. However, according to the activation history, the unit was used on (B)(6) 2013 while the event date reported is (B)(6) 2013. In addition, the lot number of the returned unit (13070ae2) does not match the reported lot number (12263ae2). The returned unit was manufactured after the event date of this complaint and therefore the returned unit cannot belong to this reported event. Nonetheless, the unit was evaluated and the results are as follows: the returned unit was visually inspected without magnification. A tip breaking (ceramic plus electrode) condition was confirmed. The ceramic and electrode portion were not returned. Some scratch wear marks were observed on the ceramic and insulation. A piece of the ceramic was still attached to the lumen. Even though, there were no significant wear marks indicative of possible use as a scrubbing tool which can cause damage to the tip, the possibility of excessive torque forces applied to the tip of the probe, exceeding the part strength per design, which could have contributed to the detaching of the ceramic, cannot be ruled out. Also, a possible deviation of the users¿¿s instructions during surgery which may also result in damage of the tip by applying forces that exceeded the part strength per design cannot be ruled out as a possible contributor. In sum, the product was returned and a tip breaking condition was confirmed on the returned unit. The failure mode will be monitored for future reoccurrence.